Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet after running out of insulin overnight, with a reported blood glucose of 264 mg/dl and later contacted support for assistance replacing a 23-inch, 6 mm steel contact detach infusion set; insulin delivery resumed after the supply change. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and no outside assistance. Investigation included troubleshooting and education completed by support. Investigation of this case revealed that the event involved high glucose with cause unclear, and the device resumed normal insulin delivery after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was a user error due to running out of insulin overnight.